Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) due to phrenic nerve stimulation. It was noted that there was a known myopotential noise issue on the right atrial (ra) channel. The signals were oversensed and resulted in inappropriate atrial tachy response (atr). It was also discovered that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) due to phrenic nerve stimulation. It was noted that there was a known myopotential noise issue on the right atrial (ra) channel. The signals were oversensed and resulted in inappropriate atrial tachy response (atr). It was also discovered that the device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.